Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was pneumo leaking from the top seal when there was no instrument in the port. It required the surgeon to place raytec over the port to prevent slow loss of pneumo- peritoneum. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.